Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that six days post implant the leadless implantable pulse generator (ipg) exhibited intermittent capture at high outputs and inconsistent thresholds. The leadless ipg was explanted and replaced. No patient complications have been reported as a result of this event.